Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the manifold is stuck/leaking. Additional malfunctions are the product tank is leaking and the zip ties and hose clamps for the manifold were replaced.